Event description:
It was reported that the distal end of a .014 whisper guide wire, about 75 mm long, broke off in the pt's coronary artery. Another company's retrieval device was used and the separated portion was removed from the pt. No additional info was available.

Manufacturer narrative:
(B)(4). During processing of this complaint, qa attempted to obtain complete event info, including pt info and pt status, from the hospital, field contact or distributor. Additional info from the user facility report: (B)(6) 2006. Guidant. Whisper ms guide wire. (B)(4). (B)(6).